Event description:
Surgeon grafted what he believed to be a 16.5cm aneurx graft, when graft was measured under fluoroscopy (graft has markers to allow for measurements). It was discovered that the graft measured 13.5 cm. The device sealed package was incorrectly labeled as 16.5 cm.surgeon added additional graft to obtain the size he wanted, during the procedure. No harm to patient.